Manufacturer narrative:
(B)(4). (B)(6). The compact speed reducer device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact speed reducer device drive shaft was bent, casing was damaged (fall), and the icon was missing. It was also noted that the device failed pre-repair diagnostic tests for damaged component- drive shaft bent, and temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.